Event description:
This complaint is now reportable based on the returned device analysis completed on 02/06/2009. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, a catheter kink occurred. The target lesion was in the common bile duct. A rx ws premalume 10 x 80 stent had been advanced to treat the target stricture. An attempt to deploy the stent was unsuccessful due to a catheter kink at the guide wire exit port. The device was exchanged for another of the same device and the procedure was able to be completed. There were no patient complications reported with the patient's current condition listed as "fine." However, the returned device revealed stent damage.

Manufacturer narrative:
Visual and microscopic examination of the returned device found that the distal handle was partially retracted and the outer sheath was retracted from the tip by 18mm. It was noted that the inner lumen was kinked and exiting at the guide wire access port. The shaft was kinked at the proximal end of the mounted stent and at other various locations. It was also noted that a distal stent wire was bent outwards. During analysis an attempt to retract the distal handle further was unsuccessful due to a restriction being met. The shaft was dissected proximal to the guidewire access port and the inner lumen and stent were withdrawn. The inner lumen was severely kinked between 246mm and 321mm proximal to its distal end. The inner lumen was also folded back on itself. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.